Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. We will, however, continue to monitor and trend this type of event to ensure there is no compromise to quality. A lot history record review could not be performed as the product lot number is unk. Items marked "ni" are unk to us at this time. (B)(4).

Event description:
The hosp reported that during three endoscopic vein harvesting procedures, three hemopro 2 devices malfunctioned. Two devices continued to activate and did not go to neutral position when the toggle was released. The dissection tip on the third device was very cloudy; the hosp used fred to clean it. The results improved after cleaning, but it was still cloudy. The same units were used to complete the procedures. The hosp did not report any pt effects. The products will reportedly not be returned to maquet cardiovascular as they were discarded. Refer to 2242352-2011-01759 and 2242352-2011-01760.